Manufacturer narrative:
(B)(4). Date of event: publication year of 1997. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : laparoscopic pull-through procedures using the harmonic scalpel in infants and children with hirschsprung¿s disease. Author : steven s. Rothenberg and jack h.t. Chang denver, colorado. Citation: journal of pediatric surgery, vol32, no 6 (june), 1997: pp 894-896 https://doi.org/10.1016/s0022-3468(97)90645-x. The objective of this study is to describe the authors¿ initial experience with primary and secondary laparoscopic pull-through procedures in infants and children over 21/2 years. Twelve patients, ages ranging from 1 week to 8 years, underwent laparoscopic pull-through procedures for biopsy-proven hirschsprung¿s disease. The patients weighed from 2.3 kg to 40 kg. The harmonic scalpel (ultracision inc, smithfield, ri) was the primary instrument used for the intraabdominal dissection. Distal dissection was done using the harmonic scalpel on the bowel wall until the levator musculature was reached, or in boys to the level of the prostate. All patients were followed up from 2 months to 28 months. One late complication of anal stenosis was reported in a patient who was not brought back for follow-up. Another patient experienced initial mild soiling, but has almost completely resolved at 4 months. The authors concluded that this preliminary report shows that one-stage laparoscopic pull-through is safe and effective.